Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the coat of the insertion section snake tube was peeling (more than 1 millimeter2 (mm2). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the possible cause and the root cause of reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.